Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient presented to surgery following an injury due to a fall, with burst fractures at l1 and l2. The patient underwent a procedure for posterior lumbar fusion at t11-l4. The operation was uneventful until the patient awoke from anesthesia and then presented with postanesthetic excitement. While he was restrained by medical staff, he developed cardiac arrest. Treatment was given, but the patient reportedly died on the following day. The cause of death was reported as pulmonary thromboembolism. It was reported that the surgeon did not consider any causality between the implants and the patient¿s death.